Manufacturer narrative:
Correction: on initial MDR the g.3. Date should have been(B)(6) 2024 instead of (B)(6) 2024 . The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
This report originally filed as 1119421-2024-01332. The product was not returned for analysis. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure the lens was scratched. There was patient contact. Additional information has been received that both original lens and back up lens were scratched and back up lens remains implanted.